Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the cardio vascular surgeon that bleeding issues occurred during implant of the lvad. The pt's flows were high. The speed was decreased, and milrinone was weaned, and the pt's aortic valve was opening every beat. The surgeon later initiated heparin. The manufacturer recommended an echo or tee to assess the right and left chamber status with decreased speed. A few days later, it was reported that the pt's speed was at 8800 rpm's with normal flow (6.5lpm and power 6.2, pl 3's). Pt was asymptomatic with decrease in lactic acidosis since implant. Waveforms were submitted to the manufacturer and no abnormalities were noted. The pt is ongoing with the lvad and no further issues have been reported.

Manufacturer narrative:
The lvad is currently supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.